Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1978: [missing records: records for ¿hernia repair with mesh at starkville¿ and pyloromyotomy were not provided.] (B)(6) 2002: (B)(6) hospital. (B)(6) md. History and physical. Referred with chronically incarcerated ventral hernia at level of umbilicus. Tender and increasing in size, increasing in tenderness. Pyloromyotomy as child, no evidence of hernia at that time. Operations: pyloromyotomy as infant. Medications: antibiotic for bronchitis. Abdomen: soft, well-defined 2 cm chronically incarcerated ventral hernia at level of umbilicus tender to palpation, irreducible. Impression/plan: chronically incarcerated ventral hernia. Laparoscopic ventral hernioplasty with dualmesh. (B)(6) 2002: (B)(6) hospital. (B)(6) md. Operative report. Assistant: dr. (B)(6) . Preoperative diagnosis: chronically incarcerated ventral hernia. Postoperative diagnosis: same. Operation performed: laparoscopic ventral hernioplasty with dual mesh 11 cm. Operative findings: chronically incarcerated ventral hernia just at the level of the umbilicus and just superior, containing properitoneal fat. The repair is with a piece of dual mesh 11 cm in diameter. Details of operation. ¿after adequate general anesthesia, the patient¿s abdomen was prepped and draped as a sterile filed. Ng [nasogastric] tube and foley catheter was inserted and the patient¿s abdomen was covered with betadine vi-drape. A transverse incision was made in the left upper quadrant and carried down to the muscles which were split in the direction of their fiber and the peritoneal cavity was entered under direct vision where the 10 mm trocar with inflated balloon was inserted and the balloon was inflated. The laparoscope was introduced, intraperitoneal co2 insufflation was carried down under direct vision. 5 mm port was placed in the left lower quadrant and 5 mm port in the right side of the abdomen at the level of the umbilicus. Using blunt and sharp retraction we were able to reduce this chronically incarcerated properitoneal fat and excise it. This required us also to ligate the falciform ligament with hemoclip and divide it as it entered the hernia. He had adhesions from his previous pyloromyotomy which were taken down without any difficulty. The fascial defect was about 1 cm and it was repaired with a piece of dual mesh circular, 11 cm in diameter. This was cut to the appropriate size. A template was made on his abdominal wall and marks were made at north, south, east, and west with a marking pin with an additional mark in between each of these 9 degree marks for a total of 8 areas that were used to tack the mesh to the fascia with 0 proline [sic] sutures. Number 1 gore-tex sutures were then placed at 0, 90, 180, and 270 degrees and tied. The mesh was then rolled up, placed through the 10 mm port under direct vision with 5 mm camera into the right side. The mesh was then rolled out and using the gore-tex suture passer, each of these sutures were retrieved through their corresponding skin incisions at 0, 90, 180, and 270 degrees. These were all pulled up and tied. The edges of the mesh were then tacked around the circumference with an origin tacker. The mesh was then further secured to the abdomen muscles by placing four additional 0 proline sutures equidistance between the above sutures that were placed externally through the muscles, through the graft internally. The gore-tex suture passer was then redirected outside of the mesh, grasping the suture and removing it externally. These were all brought up and tied. Two additional sutures were then placed above and below the fascial defect to prevent migration into the defect. They were placed in a similar fashion and tied. With correct sponge and needle count, the co2 was allowed to escape. The hernia contents were grasped and removed through the 10 mm port in the left upper quadrant. 5 mm trocar was removed. There was no bleeding. The balloon was deflated and the 10 mm port in the left upper quadrant was removed. All the co2 was allowed to escape. The incision in the left upper quadrant was then closed with 3 sutures of interrupted 0 ti-cron and tied. Skin incision was closed with a staple gun. The multiple skin incisions securing the mesh were closed with steri-strips. A pressure type dressing with abdominal binder was applied and the patient went to recovery room in satisfactory condition. Estimated blood loss less than 10 cc.¿ (B)(6) 2002: och. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlmc03. Lot#: 01226224. The records confirm a gore® dualmesh® biomaterial (1dlmc03/01226224) was implanted during the procedure. (B)(6) 2015: [missing records: records for CT abdomen/pelvis were not provided.] (B)(6) 2015: (B)(6) surg assocs. (B)(6) md. Office visit. Probable ventral incisional hernia. Onset of pain and bulge began 4 weeks ago, rare in occurrence. Bulge intermittent. Previous repair of hernia with mesh, at starkville approximately 37 years ago. Recently had CT abdomen and pelvis. Social history: alcohol: some. Hernias: right upper quadrant scar well healed and umbilical hernia healed recurrent hernia adjacent to mesh scar inferior to ps [pyloric stenosis] scar. Assessment: incisional hernia, recommend CT scan. Abdominal pain. Plan: schedule laprascopic [sic] recurrent ventral incisional hernia repair with removal of old mesh. Check CT to evaluate lining. (B)(6) 2015: (B)(6) medical center. [Illegible signature]. History and physical [handwritten]. Recurrent hernia right umbilicus. Surgery: hernia/chole [cholecystectomy]. Abdomen: old right upper quadrant hernia adjacent to umbilicus, soft. Impression/plan: recurrent hernia. Laparoscopic possible open umbilical hernia repair. [Illegible]. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic repair of recurrent incisional hernia repair with 8 inch x 10 inch ventral light st mesh, lysis of adhesions, and removal of old dual mesh. Procedure in detail: ¿the patient was taken to the operating room and placed in supine position. After appropriate monitoring devices were applied, he was intubated and placed under general endotracheal anesthesia. His abdomen was prepped and draped in a sterile fashion. Through a previous trocar site in the left upper quadrant, a small stab incision was made with #15 blade. Optiview port was then inserted. Pneumoperitoneum obtained. He had some significant adhesions of the omentum and the intestines in the anterior abdominal wall, but I was able to visualize the right upper quadrant completely. He had some omentum stuck here to his pyloric stenosis incision as well. I placed 2 additional trocars under direct visualization. There was no intestinal injuries. I then moved the camera over to this side. Using the harmonic scalpel, I carefully took down the adhesions to the pre-pyloric incision first in right upper quadrant and identified a small hernia here on the most medial aspect. I then began taking all the adhesions down of the omentum and intestines to the anterior abdominal wall to the previous mesh itself. Once it was completely freed, there was no intestinal injuries during this procedure. I then began taking the mesh down off of the anterior abdominal wall as I identified 2 hernias, 1 at the 10 o'clock position and 1 at the 6 o'clock position. I used a sharp resection with harmonic scalpel and actually this was going so slow, I removed it with straight electrocautery to remove this mesh. I then used scissors to cut the mesh in half and removed through the left lower quadrant port site. I placed a small stab incision superiorly as well for another trocar for assistance with retraction. Once all the mesh was out, I chose an 8 inch x 10 inch cm ventralight st mesh for repair. The 0 vicryl sutures were placed in 4 quadrants of the mesh. It was rolled and passed in the abdominal cavity, unrolled. It was anchored in 4 quadrants superiorly inferior in bilateral quadrants using the previously placed mesh and a laparoscopic suture passer. I then used securestrap tacker to circumferentially tack it also in the central aspect to the anterior abdominal wall. At this point, I could not identify no other areas of concern. No active bleeding. The left lower quadrant port site with the 11 mm port and the fascial defect was closed with a carter-thomason laparoscopic suture passer using 0 vicryl suture. The pneumoperitoneum was then released, all other ports were removed. The skin was then closed and all stab wounds with subcuticular 4-0 monocryl. The wounds were cleaned and dried. Sterile bandage applied. He was awakened from general anesthesia, extubated, and taken to the recovery room in stable condition and tolerated the procedure well.¿ (B)(6) 2015: (B)(6) medical center. Implant/explant info. Description: mesh ventra light 8x 10 in eliptical. Site: abdomen. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Pathology report. #s15-8582. Diagnosis: synthetic mesh, ventral hernia, removal: synthetic material, as described. Gross only. History/clinical dx [diagnosis]: recurrent ventral hernia. Laparoscopic ventral hernia repair. Gross: mesh. Received in formalin labeled with the patient¿s name and designated ¿#1 mesh¿ consists of two sheets of synthetic fabric material, each of which has attached hemorrhagic fatty connective tissue. The two fragments measure 9.5 x 5.3 cm and 8.0 x 3.5 cm. The specimen is submitted for gross examination only. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1685, 1695, 2240, 3191: appropriate term/code not available for "abdominal bulge"] were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span june 13, 2002 through july 17, 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ records from june 14, 2002 through june 5, 2015 were not provided. Patient information: medical history: ¿ (B)(6) 2015: incisional hernia. Surgical procedures: ¿ unknown date: ¿ ¿pyloromyotomy as child.¿ ¿ (B)(6) 2002: laparoscopic ventral hernioplasty with dual mesh 11 cm. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2015: laparoscopic repair of recurrent incisional hernia repair with 8 inch x 10 inch ventral light st mesh, lysis of adhesions, and removal of old dual mesh. Implant: ventra light st. Implant preoperative complaints: ¿ (B)(6) 2002: history and physical. ¿referred with chronically incarcerated ventral hernia at level of umbilicus. Tender and increasing in size, increasing in tenderness. Pyloromyotomy as child, no evidence of hernia at that time. Operations: pyloromyotomy as infant. Abdomen: soft, well-defined 2 cm chronically incarcerated ventral hernia at level of umbilicus tender to palpation, irreducible. Chronically incarcerated ventral hernia. Laparoscopic ventral hernioplasty with dualmesh.¿ implant procedure: laparoscopic ventral hernioplasty with dual mesh 11 cm [implant: gore® dualmesh® biomaterial, 1dlmc03/01226224, 10cm x 15cm x 1mm, thick, oval]. Implant date: (B)(6) 2002. ¿ wound classification: clean. ¿ findings: ¿chronically incarcerated ventral hernia just at the level of the umbilicus and just superior, containing properitoneal fat. The repair is with a piece of dual mesh 11 cm in diameter.¿ ¿ description of hernia being treated: ¿a transverse incision was made in the left upper quadrant and carried down to the muscles which were split in the direction of their fiber and the peritoneal cavity was entered under direct vision where the 10 mm trocar with inflated balloon was inserted and the balloon was inflated. The laparoscope was introduced, intraperitoneal co2 insufflation was carried down under direct vision. 5 mm port was placed in the left lower quadrant and 5 mm port in the right side of the abdomen at the level of the umbilicus. Using blunt and sharp retraction we were able to reduce this chronically incarcerated properitoneal fat and excise it. This required us also to ligate the falciform ligament with hemoclip and divide it as it entered the hernia. He had adhesions from his previous pyloromyotomy which were taken down without any difficulty.¿ ¿ implant size and fixation: ¿the fascial defect was about 1 cm and it was repaired with a piece of dual mesh circular, 11 cm in diameter. This was cut to the appropriate size. A template was made on his abdominal wall and marks were made at north, south, east, and west with a marking pin with an additional mark in between each of these 9 degree marks for a total of 8 areas that were used to tack the mesh to the fascia with 0 proline [sic] sutures. Number 1 gore-tex sutures were then placed at 0, 90, 180, and 270 degrees and tied. The mesh was then rolled up, placed through the 10 mm port under direct vision with 5 mm camera into the right side. The mesh was then rolled out and using the gore-tex suture passer, each of these sutures were retrieved through their corresponding skin incisions at 0, 90, 180, and 270 degrees. These were all pulled up and tied. The edges of the mesh were then tacked around the circumference with an origin tacker. The mesh was then further secured to the abdomen muscles by placing four additional 0 proline (sic) sutures equidistance between the above sutures that were placed externally through the muscles, through the graft internally. The gore-tex suture passer was then redirected outside of the mesh, grasping the suture and removing it externally. These were all brought up and tied. Two additional sutures were then placed above and below the fascial defect to prevent migration into the defect. They were placed in a similar fashion and tied. With correct sponge and needle count, the co2 was allowed to escape. The hernia contents were grasped and removed through the 10 mm port in the left upper quadrant. 5 mm trocar was removed. There was no bleeding. The balloon was deflated and the 10 mm port in the left upper quadrant was removed. All the co2 was allowed to escape. The incision in the left upper quadrant was then closed with 3 sutures of interrupted 0 ti-cron and tied. Skin incision was closed with a staple gun. The multiple skin incisions securing the mesh were closed with steri-strips.¿ explant preoperative complaints: ¿ (B)(6) 2015: ¿probable ventral incisional hernia. Onset of pain and bulge began 4 weeks ago, rare in occurrence. Bulge intermittent. Previous repair of hernia with mesh, at (B)(6) approximately 37 [sic] years ago . Recently had CT abdomen and pelvis. Hernias: right upper quadrant scar well healed and umbilical hernia healed recurrent hernia adjacent to mesh scar inferior to ps [pyloric stenosis] scar. Assessment: incisional hernia, recommend CT scan. Abdominal pain. Plan: schedule laparoscopic [sic] recurrent ventral incisional hernia repair with removal of old mesh. Check CT to evaluate lining.¿ explant procedure: laparoscopic repair of recurrent incisional hernia repair with 8 inch x 10 inch ventral light st mesh, lysis of adhesions, and removal of old dual mesh. Implant: ventra light st. Explant date: (B)(6) 2015. ¿ ¿through a previous trocar site in the left upper quadrant, a small stab incision was made with #15 blade. Optiview port was then inserted. Pneumoperitoneum obtained. He had some significant adhesions of the omentum and the intestines in the anterior abdominal wall, but I was able to visualize the right upper quadrant completely. He had some omentum stuck here to his pyloric stenosis incision as well. I placed 2 additional trocars under direct visualization. There was no intestinal injuries. I then moved the camera over to this side. Using the harmonic scalpel, I carefully took down the adhesions to the pre-pyloric incision first in right upper quadrant and identified a small hernia here on the most medial aspect. I then began taking all the adhesions down of the omentum and intestines to the anterior abdominal wall to the previous mesh itself. Once it was completely freed, there was no intestinal injuries during this procedure. I then began taking the mesh down off of the anterior abdominal wall as I identified 2 hernias, 1 at the 10 o'clock position and 1 at the 6 o'clock position. I used a sharp resection with harmonic scalpel and actually this was going so slow, I removed it with straight electrocautery to remove this mesh. I then used scissors to cut the mesh in half and removed through the left lower quadrant port site. I placed a small stab incision superiorly as well for another trocar for assistance with retraction. Once all the mesh was out, I chose an 8 inch x 10 inch cm ventralight st mesh for repair. The 0 vicryl sutures were placed in 4 quadrants of the mesh. It was rolled and passed in the abdominal cavity, unrolled. It was anchored in 4 quadrants superiorly inferior in bilateral quadrants using the previously placed mesh and a laparoscopic suture passer. I then used securestrap tacker to circumferentially tack it also in the central aspect to the anterior abdominal wall. At this point, I could not identify no other areas of concern. No active bleeding. The left lower quadrant port site with the 11 mm port and the fascial defect was closed with a carter-thomason laparoscopic suture passer using 0 vicryl suture. The pneumoperitoneum was then released, all other ports were removed. The skin was then closed and all stab wounds with subcuticular 4-0 monocryl.¿ ¿ (B)(6) 2015: pathology. ¿diagnosis: synthetic mesh, ventral hernia, removal: synthetic material, as described. Gross only. Gross: mesh. Received in formalin labeled with the patient¿s name and designated ¿#1 mesh¿ consists of two sheets of synthetic fabric material, each of which has attached hemorrhagic fatty connective tissue. The two fragments measure 9.5 x 5.3 cm and 8.0 x 3.5 cm . The specimen is submitted for gross examination only.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abdominal bulge, additional surgery, significant adhesions of the bowel to the mesh, recurrent hernia, and mesh removal. Additional event specific information was not provided.